Manufacturer narrative:
It was reported to philips that the device had a battery calibration issue. The customer requested that the device be returned to bench for evaluation. The device was received by bench repair on 30-jan-2022. The noted failure was unable to be duplicated. The bench preformed calibration on the device and the device passed all performance assurance testing. The device was returned to the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device had a battery calibration issue.